Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown error on the g5 mobile application occurred. No medical intervention was reported. Additional event or patient information is not available.